Event description:
It was reported that a cartridge was not fitting properly on the pump, which resulted in the customer's blood glucose level displaying as high, without a specific value provided. Customer took corrective action by administering a correction injection via multiple daily injections and was instructed by technical support to inspect and clean the pump's pneumatic tap area after removing an o-ring found on the tap. The customer was able to reload the original cartridge successfully and was advised to resume insulin delivery independently, with the option to follow up if further assistance was needed.